Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm. The customer's blood glucose value was 109 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated the alarm occurred shortly after new battery insert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was not returned for analysis.